Manufacturer narrative:
The device was discarded. A picture was provided by the customer indicating the location of the leak, however, the reported leak cannot be confirmed by the provided picture. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot review was performed with no issues noted.

Event description:
The customer reported plum set was leaking chemotherapy (paclitaxel) out of the filter two hours after set up. This occurred during infusion. The device was changed with no further issues encountered. There was patient involvement, unprotected chemotherapy exposure and delay in critical therapy, but no adverse event and no medical intervention.